Event description:
Complaint from maude report: "when exchanging a device, the line is routinely clamped and cut. With this device, there is a catheter within a catheter which cannot be visualized when it is already inside the patient. The device was cut, and the inner catheter floated away intravenously. Ivr procedure needed to be performed for removal of foreign body. Reference to report # mw5098275".

Manufacturer narrative:
Qn#(B)(4). MDR report key 10976216/MDR text key 220998186/report number mw5098274. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Report number mw5098274.

Event description:
Complaint from maude report: "when exchanging a device, the line is routinely clamped and cut. With this device, there is a catheter within a catheter which cannot be visualized when it is already inside the patient. The device was cut, and the inner catheter floated away intravenously. Ivr procedure needed to be performed for removal of foreign body. Reference to report # mw5098275".